Manufacturer narrative:
The device was discarded and not returned for evaluation. The complaint could not be confirmed.

Event description:
The surgeon reported that an iris retractor had torn a part of the iris causing an iridodialysis and iris hyphema upon removal from the eye.